Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunctions are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. . The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Hvad pump remains implanted with patient.

Event description:
It was reported from the site that the rehabilitation department physician notified the ventricular assist device (vad) coordinating team that the patient had a change in neuro status and was to be re-admitted to the main hospital. Patient demonstrated decreased level of consciousness and had a seizure upon arrival in the intensive care unit. Head computed tomography (CT) revealed bilateral intracranial hemorrhage, significant edema, and a 2mm midline shift. At this time comfort cares were initiated for the patient as the medical staff deemed him not to be a candidate for further surgical intervention. Patient expired on (B)(6) 2017. No autopsy was performed so there is no pump to returned. The site will dispose of the patient's external equipment per policy. No additional information available.